Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the pt received more than intended. At an unspecified time, the device was programmed to deliver an unk concentration of insulin with a vtbi (volume to be infused) of 100 ml. No further programming parameters were provided. It was reported, after an unk length of time, the pt was transferred from the emergency department (ed) to the critical care unit (ccu). Upon arriving to the ccu, the nurse transferred the IV tubing from the ed device to the ccu device. At that time, it was noted the insulin container was empty. No specific event details were provided. The device was removed from clinical service. It was reported that prior to the insulin delivery the pt's blood glucose level was in the 800's mg/dl. After the insulin delivery the blood glucose level was 136 mg/dl. The customer contact reported the pt was symptomatic. No specific details were provided. The pt was treated with change to a high carbohydrate diet. The customer contact reported there was no device malfunction. The over delivery was due to "free-flow" when the tubing was changed from one device to another. Though requested, no additional info was provided.